Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain, erythema and rupture was received on october 03, 2022, with lot number 2958668. Based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm, as it is a medical event. Not related to the device. Erythema: unable to confirm, as it is a medical event. Not related to the device. Rupture: no. Observed, opening on the device. Additional observations: deformation observed, on the device. Air voids observed, in the gel. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side implant rupture. Device has been explanted.